Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the console cover screw bearing in chassis broke free of chassis and with screw cross threaded on. Also, the fse stated that the console cover had to be destroyed to remove it from the console. So , in order to fix the issue, the fse replaced the console cover. The unit passed all functional and safety tests to factory specifications, and it was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken console cover screw.